Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and keypad anomaly. Customer stated that insulin pump got wet when she was pushed into pool. Customer stated that insulin pump performed self test and it was failed. Customer stated that insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.